Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the ligasure did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not seal. There was no regrasp alarm but there was end tone heard. Evidence of energy delivery unknown. Very small amount of bleeding without need for transfusion. Used another like device and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the ligasure did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not seal. There was no regrasp alarm but there was end tone heard. Evidence of energy delivery unknown. Very small amount of bleeding without need for transfusion. Used another like device and it worked fine. There was no patient injury.